Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate and that resistance was experienced during the fill process and that an empty cartridge alarm (alarm 8) occurred after customer loaded a new cartridge onto the pump. Customer's blood glucose level ranged between 120-300 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.